Event description:
Follow up from the health care provider reported the cause of the event was the patient had the amps up to 9.4 which was too high. Amps were decreased to comfortable setting. The patient did not require hospitalization from the event. There was no injury and the patient recovered without sequelae. No further information was reported.

Event description:
It was reported that when stimulation was turned on the patient had a shocking or jolting sensation like it was "zapping" her. The patient had changed voltage from 0.4 volts to 0.5 volts and it helped with leakage, but the stimulation was too high. The patient changed voltage back to 0.4 volts so it did not hurt but the leakage started again. The patient switched to program 4- and it was at 1.5 volts, wherein the patient felt it a little too much, so switched down to 1.4 volts and that was comfortable. Subsequent information received reported that the patient had a loss of therapeutic effect. The patient switched to program 2 and reported she felt stimulation in the back part of her leg. She switched to program 3 and adjusted from 0.4 volts to 0.5 volts and felt stimulation in the bicycle seat area. Further information received reported that the patient was still having concerns with her device or therapy but was working with her doctor or manufacturer representative. It was noted that there was an appointment date of (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3889-28 lot# va01w69, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).